Event description:
Consumer reported complaint for high blood glucose display. (B)(6)/wife is calling on behalf of the customer. The expected fasting blood glucose test result range is 80-120mg/dl. The customer is concerned for all of the results in the meter memory. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored properly in the dining room. During the call a blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/16/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history. Result 1: 157 mg/dl date: (B)(6) 2022 time: 1139am fasting am; result 2: 147 mg/dl date: (B)(6) 2022 time: 1135am fasting am; result 3: 172 mg/dl date: (B)(6) 2022 time: 1133am fasting am; result 4: 167 mg/dl date: (B)(6) 2022 time: 1152am fasting am; result 5: 165 mg/dl date: (B)(6) 2022 time: 1141am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned- evaluation in process. Note: manufacturer contacted customer in a follow-up call on 06-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 10-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.